Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.2; laboratory inr; 7.6. Therapeutic range 2.0 - 3.0. On (B)(6) 2014, the patient's inratio inr was 6.3; therefore the evening dose of warfarin was held. On (B)(6) 2014, the patient's inratio inr was 1.2. The patient was sent to the emergency room for laboratory inr which was 7.6. The time between testing was three (3) hours. The patient withheld warfarin from (B)(6) 2014, the patient's inratio inr was 2.2. There was no additional information provided.

Manufacturer narrative:
Investigation pending.